Event description:
Per rep a set of bipolar forceps that "have started flaking at the tips. The customer is concerned about this as normally they wear and don't flake. Also they feel that this could harm a patient if the coating comes off and ends up in the patient."

Manufacturer narrative:
It was initially reported that this device was available for evaluation. This has been corrected to reflect that the device has not been made available for evaluation. The reported device has not been made available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since no product code or lot number have been provided, a review of manufacturing records could not be performed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned for evaluation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.